Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump could not be unlocked, which prevented a software update, and a replacement ilet was shipped with instructions to shut down the original device and return it using a provided label. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included continued cgm use via dexcom and the need to perform the standard startup process on the replacement device because data do not transfer. Investigation included customer service troubleshooting and logistical replacement, with guidance to sync data to the mobile app prior to return. Investigation of this device determined the caused by an impact to the edge of the display assembly, with no alarms or alerts reported and no clinical impact.